Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a casing/condition (cracked/damaged casing) issue. The reporter alleged that the battery compartment was cracked/damaged. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 1 date of submission 07/23/2015 ¿ device evaluation: the pump has been returned and evaluated by product analysis on 07/08/2015 with the following findings: visual inspection revealed that the battery compartment was cracked along the side. Unrelated to the complaint, evaluation revealed that the display was dim and discolored. The returned battery cap threads were found to be stripped and the cap was not able to be secured to the pump. A test battery cap was able to be secured to the pump and was used to complete the investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.